Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient. The patient reported that they were not getting the coverage they would like. They tried turning up their stimulation intensity with the patient programmer but was unable to. An impedance and connectivity check were performed on (B)(4) 2018, which showed that electrodes 8 and 11-15 were out. The rep was able to reprogram the patient on the 0-7 electrodes to obtain good coverage for the patient in their painful areas. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s stimulator would not turn up. Each time they attempted to turn up the intensity, they got settings unavailable. They were seen in the clinic on (B)(6) 2018 and reported that the issue started a few days prior to initially reporting it. The connectivity check and impedance check revealed electrodes 8 and 14 were out of range. The electrodes were programmed not using 8 and 14 and appropriate stimulation was achieved. The patient reported water tubing, which may have caused the issue. It was noted that the issue was resolved. No symptoms or further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.